Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in a minicap transfer set. This was noticed during transfer set replacement. The nurse used normal saline solution to push through the transfer set and bubbles were going through the transfer set. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection performed with the naked eye identified no issues related to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted related to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.